Event description:
Complainant indicated that difficulty was experienced while intubating the "very tortuous, highly calcified" aorta. The physician switched from a 6f catheter to an 8f, using a cordis emerald .065 guide wire. While intubating the right coronary artery, the catheter shaft broke. On removal only 1/3 of the guide catheter was retrieved. The remaining 2/3 of the shaft remained in the pt. The pt then went to bypass surgery and the catheter was removed. The pt is in stable condition.